Manufacturer narrative:
Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, a small wire broke off from depth gauge in the hands of the sales consultant while putting the instrument set back together. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 319.006 synthes lot: 7660474 release to warehouse date: april 24, 2014 manufactured by: synthes jennersville no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: depth gauge for 2.0mm and 2.4mm screws was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the needle component was broken and the broken part was not returned. Also, the device was found to have surface scratches. No other issues were identified. Dimensional inspection: complaint relevant dimensions cannot be taken due to the post-manufacturing damage. Document/specification review: the following documents were reviewed: depth gauge for 2.0/2.4mm screws (current and manufactured) needle (current and manufactured) no design issues or discrepancies were identified. Investigation conclusion the complaint condition was confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces might have contributed to the broken needle component leading to the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.